Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: the catheter was not returned for analysis. However, an image of the catheter was provided to investigators. The picture showed tissue stuck in the tip of the catheter and a damaged guidewire. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a tissue damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk as the tissue damage seen at the tip of the catheter is called out in the device's instructions.

Event description:
It was reported that during a persistent atrial fibrillation a farawave was selected for use. During procedure, the wire had issue advancing into right inferior pulmonary vein. The wire was pulled out to investigate and an issue was noticed; it was not feasible to be put back into the body. The device was replaced and the procedure was completed without patient complications. It was further reported that there were no issues with the sheath.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a persistent atrial fibrillation a farawave was selected for use. During procedure, the wire had issue advancing into right inferior pulmonary vein. The wire was pulled out to investigate and an issue was noticed; it was not feasible to be put back into the body. The device was replaced and the procedure was completed without patient complications. It was further reported that there were no issues with the sheath.